Manufacturer narrative:
The device was outside of clinical use at the time of the event reported. No harm or injury has been indicated or alleged. The bench technician confirmed the blower assembly is damage and not responding to test command. The bench technician found the top cover was cracked, order a pm kit and shipping box. The bench technician replaced the blower assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Upon further investigation, the following has been information was received indicating that the reported issue was found during testing there was no delay to therapy and was not intended for patient use. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 07may2021.

Event description:
It was reported to philips by a customer that the unit had no flow coming from the blower. The device was in clinical use, providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Further information regarding patient intervention or actions has been requested. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, biomed reported that the v60 blower has no output. The biomed stated v60 blower and motor controller board had been replaced; however, the blower rpm does not increase from 3000 rpm. The rse asked the biomed to try swapping the mc-da cable and da board from another v60, but this action did not resolve the problem. The rse recommended replacing the cpu board and utilizing teraterm to restore the power-on hours and v60 serial #. The investigation is ongoing